Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-05564 / 05566).

Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2000 and a total right hip arthroplasty on (B)(6) 2002. Subsequently, patient underwent a right hip revision procedure on october 22, 2013 due to pain, trunnion corrosion, elevated metal ion levels, poly wear and osteolysis. Operative report confirmed the modular head was removed and replaced. There has been no reported left hip revision procedure. No further information has been provided to date.